Event description:
It was reported issue with touchscreen reponsiveness. There was no reported impact to the customer¿s blood glucose level. Customer outcome and any corrective actions taken by customer or technical support were not reported, and no additional information was received regarding the outcome of the event.